Event description:
During a revision of removal of charnley monobloc stem and duraloc cup for wear, loosening and osteolysis, the surgeon had a problem with the restoration modular stem inserter (6278-1-200). He screwed it into the definitive stem and impacted the stem into the femoral canal. However, when he went to unscrew the stem inserter from the stem, it was jammed tight and the large silver knob would not budge and it could not be unscrewed. Despite several attempts between him and his assistant, they were unable to remove the inserter from the stem. Mr (B)(6) then attempted twice to back out the stem from the canal using a slotted mallet, but this was unsuccessful given that the stem inserter was attached (and not the slap hammer). Mr (B)(6) and his assistant were eventually able to unscrew the silver knob and remove the stem with the help of a very large wrench (which fortunately warringal has on the shelf). Femur required cabling as the distal femoral fractured. The sales rep inspected the stem inserter afterwards, and the spring mechanism was working well.

Manufacturer narrative:
If add'l info becomes available, the eval summary will be submitted in a supplemental report.